Event description:
It was reported that in situ testing showed 10 electrode channels with status hi. An accident or trauma is not known.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.